Manufacturer narrative:
B5 narrative update: section e initial reporter state has been added as it was omitted in the initial report. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. D9 updated.

Event description:
Clinical narrative: impella cp support was initiated via femoral access in a 66-year-old male presented following out-of-hospital cardiopulmonary resuscitation in the setting of acute myocardial infarction and cardiogenic shock, with a known history of coronary artery disease. The patient underwent percutaneous coronary intervention with placement of two coronary stents to the left anterior descending artery and left circumflex artery. Approximately fifteen minutes post procedure, the patient developed ventricular fibrillation arrest in the cardiac observation unit requiring defibrillation. Acute stent thrombosis was suspected, and the patient was emergently transferred to the cardiac catheterization laboratory for consideration of mechanical circulatory support. The patient experienced recurrent cardiac arrest requiring cardiopulmonary resuscitation and remained profoundly hemodynamically unstable despite inotropic and vasopressor support. Impella circulatory support placement was initiated per protocol in the setting of active resuscitation. During the procedure, wire access was lost, and the guidewire could not be readvanced across the aortic valve. An attempt was made to advance the device without a guidewire under emergent conditions; however, resistance was encountered, and the distal portion of the device prolapsed and could not be advanced. The decision was made to remove and restart the procedure. During device removal at the level of the iliac vasculature, resistance was encountered, and increased force was applied in an effort to retrieve the device. A fracture at the distal end occurred. The operator attributed the event to procedural and anatomic factors under extreme emergent conditions. A second device was considered; however, due to continued clinical deterioration, the patient¿s family elected to withdraw care, and no additional devices were inserted. The impella cp will be coded for the following. The pump is coded for device separation, difficulty unable to remove through other device, resulting in hemodynamic instability and death. However, this event is conservatively reported as a death attributable to the patient¿s acute myocardial infarction, cardiogenic shock, recurrent cardiac arrest, and prolonged resuscitative course. The guidewire is coded for failure to advance, resulting in no signs or symptoms of patient involvement and no patient consequence. The operator attributed the event to procedural and anatomic factors. Comprehensive review did not identify evidence suggesting a causal relationship between the impella cp device and the reported patient event. The patient expired.

Event description:
The complainant reported that a patient was implanted with an impella cp for mechanical circulatory support. The impella was prepped and inserted per protocol; however, the physician lost wire access. He was unable to re-advance the guidewire across the aortic valve and attempted to advance the impella without a guidewire. During advancement, the distal portion of the device prolapsed under pressure and would not straighten or advance. The physician elected to remove the device and restart the procedure. During removal, at the level of the iliac arteries, the pump became stuck. The physician reported applying significant force without success, followed by increased force, at which point the distal end of the pump fractured within the patient¿s anatomy. The fractured portion was located just above the inlet and included the pigtail. A second impella device was obtained for insertion; however, the patient¿s family elected to withdraw care, and the second impella was not opened.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. A4 is unknown.